Event description:
It was reported that the surgeon attempted to insert a 21.0 diopter aq2010v three piece silicone lens and the plunger of the injector trapped and tore the haptic. There was no patient contact.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned and evaluated. A haptic and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue.